Event description:
Pt had aortic valve replacement and was with surgical team on the way from surgery to ICU. Connected to balloon pump, but not pump -dependant. Balloon pump stopped working and displayed "error - code 50" and was not able to be restarted. Connected to backup pump upon arrival to ICU.